Event description:
It was reported that during revision surgery, the surgeon took out a mc1cup. He found some pieces of unk material. The pieces were removed from the wound completely and it was given enough irrigation. Pt was revised.

Manufacturer narrative:
Add'l info has been requested, and if received, will be reported on a supplemental report.